Event description:
After suturing the valve and seating it in the annulus, the valve holder was difficult to remove from the valve. The valve was implanted. No additional consequence reported for the patient.